Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged high bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) of 516 mg/dl. The cause of the elevated bg was unknown. Customer delivered a bolus via the pump to address bg. Additionally, the pump battery could not be charged. Reportedly the customer reverted to manual injections for insulin therapy.